Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('claiming breakage/ expulsion: expulsion\ migration') and pregnancy with contraceptive device ('claiming pregnancy birth no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and migraine ("migraines") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, dyspareunia, menorrhagia, allergy to metals, psychological trauma, vaginal discharge, vaginal infection, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, device expulsion, dyspareunia, fatigue, menorrhagia, migraine, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously added injury nos was replaced with dyspareunia & new events- menorrhagia, nickel allergy, expulsion,psych injury, pregnancy, device ineffective, bladder/urinary problems, vaginal discharge, vaginal infection, fatigue, migraines were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.